Manufacturer narrative:
Device received with intermittent button response due to flattened , up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 375 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the up buttons were not responding. The device will be returned for analysis.